Event description:
It was reported the patient went into an svt of over 200 bpm but did not receive therapy. Th patient was symptomatic with dizziness. The patient was transported to the hospital and externally defibrillated. Device interrogation revealed defib therapy was not available. A power-on reset had occurred. It appeared the device went into back-up while charging to deliver therapy. Lead issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.